Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
The reported field event of battery performance alert (bpa) was verified in the lab. However, further investigation showed the bpa was a false positive. Prior to the event, device had a reset, which cleared the device¿s usage data. The bpa algorithm uses device usage history data for calculations, and since that data got cleared after the reset, a false bpa was triggered. This is normal and expected behavior when the data is cleared, and the device had been implanted for > 8 years. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. No other anomaly was detected.